Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited infection and a hematoma. Additional information indicates that the patient also exhibited swelling, discomfort, pain, blood and drainage was oozing from the implant site. The patient was treated with intravenous antibiotics. The system was explanted successfully.